Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and no non-conformances were found. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump appears to be running and "will prime normally, but no formula flows and the pump doesn't alarm". Mmdg followed up with the initial reporter, who stated that the patient was doing well afterwards, and had not had any adverse effects. No further information about the complaint was provided. (B)(4).